Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during a cataract extraction with intraocular lens implant the phacoemulsification handpiece lost power on two occasions. This is the second of two reports for this facility. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The customer reported that the phaco handpiece lost phaco power on two occasions. There was no patient harm. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, a complaint serial number (s/n) review could not be performed. With no additional, related information provided, the customer reported event of lost phaco power was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).